Manufacturer narrative:
No report of patient involvement. Unique device identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative replaced the carrier board to fix the reported issue.

Event description:
The hospital reported that, during system checkout, the unit shut down with continuous buzzer. There was no reported patient involvement.